Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 522 mg/dl, 112 mg/dl, and 135 mg/dl. About 40 minutes before at 7:11 pm, the customer had obtained a reading of 60 mg/dl on the aviva meter and felt symptoms of hypoglycemia (symptoms not provided). Customer self-treated with 15 grams of glucose gel. Customer felt better about 20 minutes later, then obtained the readings above around 8 pm. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.